Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® acd solution a blood collection tube has been found cracked before use. The following has been provided by the initial reporter: we bought bd vacutainer yellow cap (glass tube with blood collection reagent), in one of the packs with 100 units comes one or more broken tubes and leaked reagent, as the broken tube (s) are in the middle we couldn't identify the exact amount that is damaged. Additional information: the box came without any damage. The plastic that protect the product came without any damage. The units broken is in the middle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® acd solution a blood collection tube has been found cracked before use. The following has been provided by the initial reporter: we bought bd vacutainer yellow cap (glass tube with blood collection reagent), in one of the packs with 100 units comes one or more broken tubes and leaked reagent, as the broken tube (s) are in the middle we couldn't identify the exact amount that is damaged. Additional information: the box came without any damage. The plastic that protect the product came without any damage. The units broken is in the middle.